Manufacturer narrative:
Updated fields - b4, d9, e1 (event site postal code - 308433, event site state- zz), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and resolved the issue by realigning the power cable. Fse stated that then the device worked fine. Iabp was then released for clinical use.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) units power cable entangled. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.